Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of a prime/fill anomaly and blank display from the insulin pump. The customer's blood glucose reading was 137 mg/dl. The customer stated that insulin squirted out during manual prime process. The customer stated that he received a blank display when he changed the battery. The customer stated that he had to change the battery many times before it turns on. The customer will be sent a battery cap.